Event description:
In 2008, the sales rep reported that during surgery, the surgeon was explanting the screws when the tip bent on the driver. There was a surgical delay of ten minutes. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Eval is pending upon the return of the product.